Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant attempt, immediately after connecting the leads to the device, the device operated at 100 bpm, and atrial and ventricular pacing "did not operate suddenly." The physician attempted to reconnect the leads, with the same result. The device was not used and was replaced, with the new device stable at 60 bpm in dddr mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.